Manufacturer narrative:
The device history record for lot m18150t508 was reviewed and the product was produced according to product specifications. All information reasonably known as of 23 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not available for return.

Event description:
It was reported via FDA ufr (B)(4) that the "inline suction catheter broke off in the patient's endotracheal tube [ett], presenting an airway emergency. The piece of suction tube that is inserted into the ett is what broke, it broke off inside the ett. We were able to resolve the issue with no ill effect to the patient, who was able to breathe on his own during the event. However, during this event the patient was disconnected from the ventilator and we did not have a way to bag him. The situation was resolved without harm to the patient."